Event description:
Customer reported two blood leaks with the CT 190g dialyzer that occurred during a pt's treatment in 2001. During the pt's treament the first blood leak was noted on use 8. A second dialyzer (use 2) and blood lines were set-up and the treatment continued when the second blood leak was observed. Both of the blood leaks were confirmed by positive hemastix results. The pt experienced about a 200 cc blood loss. A new dialyzer and blood lines were set up and the treatment continued without further incident. There was no pt injury or medical intervention reported by the customer.